Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection noted that the device setscrews moved freely with no binding and the seal plugs were noted to be ok. The setscrew capture washer on the atrium ring was distended. The capture washer damage seen is often the result of setscrews being backed out too far. This can be caused by use of an improper wrench (broken, inappropriate or non-boston scientific). The device was then put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead underwent a routine change out procedure. During the procedure, the proximal set screw for the atrial lead was unable to be loosened. The physician had to cut the ra lead to explant the device. The device was explanted and replaced. A replacement ra lead was not implanted as the patient no longer required ra therapy. The device was to be returned. There were no adverse patient effects reported.